Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms) has been confirmed. Upon investigation the electrode belt failed an ECG falloff test. The cause for the failure was isolated to corrosion inside ECG "d". The root cause for the corrosion was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. Electrode belt sn (B)(4) was returned for evaluation. The reported problem (service code 204) was confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The belt was received from a customer in bio-hazardous condition with signs of urine contamination. Due to the presence of the hazardous condition, the belt could not be investigated invasively for the safety of our employees. There is no alternative but to scrap the belt. The root cause of the belt being unable to communicate with a monitor was unable to be positively identified due to the bio-hazardous condition of the device. No adverse event resulted from the defective belts. Device manufacture dates: belt sn (B)(4): 03/20/2015. Belt sn (B)(4): 12/28/2012.

Event description:
A us distributor reported that a patient was receiving "check belt" messages and a service code 204 (belt/monitor unusable).